Event description:
This is filed to report clip opening while locked and recurrent mitral regurgitation. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with an unknown grade. One clip was deployed on the mitral valve, reducing mr to an unknown grade. Roughly 17 months later, the patient returned to the hospital. Echocardiography showed the implanted clip had opened to roughly 60 degrees and was mobile, but remained attached to both leaflet. Mr had increased to a grade of 4+. On (B)(6) 2022, an additional mitraclip procedure was performed to stabilize the implanted clip. One clip was deployed on the mitral valve, stabilizing the implanted clip and reducing mr to a grade of 1. No additional information was provided.

Manufacturer narrative:
Date of event has been estimated. The UDI number is unknown as the part and lot number were not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because no part information/lot information was provided. Based on available information, a cause for the reported clip open while locked and clip migration issue could not be determined. The reported mitral regurgitation (mr) appears to be due to reported clip open while locked. Mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.